Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the multi-function cable connector not being properly seated to the connector panel. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the connection of the multi-function cable to the device was loose. Complainant indicated that there was no patient involvement in the reported malfunction.